Manufacturer narrative:
Performed visual examination without magnification. Wear notable at quick connect end of the device (could potentially indicate significant use and/or significant force). Drive end visibly broken to the naked eye. Performed visual examination with magnification. Noted indentation/chamfer/damage on quick connect that appears as a chamfer at first glance, their irregular shaping indicates that they are not a feature (they are also not present on the print for this part). Examination of fracture face has found it to be largely textured with no signs of ductility. Fracture face is slightly curved but exhibits characteristics consistent with potential brittle fracture event (which occur most likely due to overloading). Additional mdrs associated with this event: 3025141-2021-00136: screw. 3025141-2021-00137: plate.

Event description:
While implanting an aculoc 2 plate, the surgeon was inserting a locking screw when the driver tip broke off in the screw head and could not be removed. The driver tip remains implanted.